Event description:
It was reported by service report that the patient right siderail inner panel was cracked and exposed sharp edges. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: cracked head right siderail inner panel.